Event description:
Allegedly the patient was revise due to the following mom complications: aseptic loosening of the acetabular component; metallosis (left).

Manufacturer narrative:
This is the same event as 3010536692-2014-01694.